Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. Lot number and expiration date is unknown as reagent lot number was not provided. Device manufacture date is unknown as reagent lot number was not provided. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the non-reproducible, false positive troponin I (access accutni+3) results is unknown and cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible, false positive troponin I (access accutni+3) result on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one (1) patient sample. The initial access accutni+3 result generated for this patient was 0.58 ng/ml. The sample was re-centrifuged and was repeated with a lower result of 0.09 ng/ml obtained. The sample was centrifuged again and repeated with a second lower result of 0.08 ng/ml. The two (2) lower results obtained were non-reproducibly low but were still above the reference range of 0.05 ng/ml. The results were not reported outside of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer declined to provide system data such as calibration, quality control (qc) and system checks. However, the customer stated that controls were run prior to and after this event and there were no issues with control recovery. The customer also stated that a system check performed prior to this event was passing system specifications. The patient's sample was collected in a 13x75mm becton dickinson (bd) lithium heparin plasma tube that was centrifuged at 10,000 revolutions per minute (rpm) for ten (10) minutes at room temperature. The customer noted no issues with sample integrity.